Manufacturer narrative:
(B)(4). Upn corrected from unk727 to m635ws30060. PMA# or 510k# corrected from m110009 to p130013 (B)(4).

Event description:
It was further reported that during the initial implant procedure, a partial recapture was performed as the device was initially deployed too distal. The closure device was then placed distal to and spanned the entire laa ostium with a complete seal noted. Medication was given or the regimen was adjusted and a transesophageal echocardiogram (tee) and lab tests were performed. The event was considered resolved in (B)(6) 2015.

Event description:
(B)(4). It was reported that thrombus on the device occurred. The patient had a left atrial appendage closure (laac) procedure and a watchman ® laa closure device was implanted. Imaging follow up performed six weeks after the device was implanted revealed thrombus on the atrial facing surface of the device.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).